Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and one exception document was found. A search of the complaint database was performed and only 1 similar complaint for this lot number were identified.

Event description:
The account alleges that at the end of the uae embolization procedure, the distal end of the catheter spontaneously ruptured and migrated to the left femoral artery. Patient underwent embolectomy.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.